Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported three sets of groshong catheters found that the connector connection was not tight when piercing, and they could be pulled out directly, and after replacing a connector, it was found that the connector could not be connected, and the same problem occurred, and the puncture could only be completed after replacing the connector again. It was reported this occurred with three devices. This report addresses the second device.